Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had air bubbles in the tubing during prime process. The customer was assisted in removing the air bubbles during manual prime. No further information provided.